Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited intermittent capture. The rv lead was capped and replaced during device changeout procedure on (B)(6) 2018. Patient was stable throughout the event.